Event description:
Baxter affiliate reports one incident of a blood leak on a new dialyzer at the onset of treatment. Leakage was noted at the arterial cap. Noted by a blood leak alarm and visible blood in the dialysate compartment. Treatment was continued with a new dialyzer and new bloodlines without incident. No pt injury or medical intevention was reported.